Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that integrated needle is broken, at the tapered part of the needle, as reported. The broken piece was not sent back with the truespan system. This failure can be attributed to the user technique as reported in the complaint where the surgeon was trying to get the angle correct for the second implant, and since it was a tight joint space the tip broke. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 87 devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per qlik query executed 11/14/2018. Review conducted per (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported during a meniscus repair while using the truespan 12 degree peek device, the first implant deployed fine, but the surgeon was trying to get the angle correct for the second implant, and since it was a tight joint space the tip broke. The surgeon shaved out the suture and the second implant that was exposed and used 27 degree omnispan device to complete the procedure. There were no patient consequences and the delay was 5 minutes.